Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia treated with glucose/carb intake, emergency room visit, hospitalization: overnight stay, manual injection/insulin pen, and glucagon and became unconscious. The customer reported a blood glucose value of 46 mg/dl pump beeped at about midnight and it read 400 mg/dl. The customer reported the following led up to the event was no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-243a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported low blood glucose. No product return was required for mmt-1884. No product return was required for mmt-7040a. No product return was required for mmt-332a. No product return was required for mmt-243a.